Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips by the customer that the device fell of the crash cart, has broken handle and c02 test fails when trying to calibrate. There was no reported patient involvement/adverse patient impact.